Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that trilock stem subsided causing thigh pain. At time of revision, stem was not found to be loose and took considerable effort to remove. New revision stem and head was implanted. Acetabular liner was also replaced with a large internal diameter. Cup was well fixed and left in place. Patient is of average activity level. Doi: (B)(6) 2017; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.